Event description:
It was reported that catheter hub was blocked (not red but purple lumen) during use. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an occluded catheter was unconfirmed because the problem could not be reproduced. The products returned for evaluation were x1 5fr dl powerpicc catheter, x1 statlock device, x1 12ml luer lock syringe, x1 microintroducer, x1 introducer needle, x1 end cap, x1 guidewire with hoop, and x1 scalpel. The introducer needle, microintroducer, and catheter were tested for occlusions by flushing water through the luer(s) of each component using a 12 ml luer lock syringe. During testing, all components flushed normally without any resistance. Each returned item was microscopically inspected but no remarkable features were observed. Based on the available evidence, the customer's reported defect could not be confirmed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that catheter hub was blocked (not red but purple lumen) during use. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.